Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use was damaged, but still operable. The following information was provided by the initial reporter: " caller reported syringe is defective and is bent."

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use was damaged, but still operable. The following information was provided by the initial reporter: "caller reported syringe is defective and is bent."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2022-feb-16. H6: investigation summary: one loose 3ml syringe (p/n 309657) was received. The sample was visually evaluated. It was observed that the printed scale was severely skewed and partially missing rendering the syringe non-usable. Additionally, the barrel appeared to be severely pinched right below the flange. The observed conditions were non-conforming per product specification. Potential root cause for the barrel damage and print defects are associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.